Event description:
It was reported that pt had her device removed due to fluid loss. The pt was reimplanted with a new acticon neosphincter device at this time.

Manufacturer narrative:
Balloon catalog# 72402105 - lot 424169001 exp. 08/08/2010 mfg. 08/2005. Pump catalog # 72402287 - lot 430867013 exp. 10/13/2010 mfg. 10/2005. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.